Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the on (B)(6) 2014, the patient went to the clinic with symptoms of an infection. Tests were performed and they were unable to determine if the patient had a pump pocket infection. The patient had a dialysis catheter, and when the patient arrived for the clinic visit, there was no dressing on the catheter site, indicating it was no longer sterile. The center could not confirm if this was the source of the infection. The patient was receiving hemodialysis 3 times a week in outpatient facility. Since the patient was no a candidate for his pump to be exchanged, the family decided to stop hemodialysis and place him on hospice care. The patient expired on (B)(6) 2014.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it was no explanted. An autopsy was not performed. A root cause for the patient's pump pocket infection could not be conclusively determined through this evaluation. It was communicated by the account that there was no dressing on the patient's hemodialysis catheter site, indicating that ti was no longer sterile. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.